Event description:
A malfunction was reported on the pump while attempting an update. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support for resetting the pump, which successfully addressed the issue, and was advised to continue using the pump, with instructions to report if the problem recurs.